Event description:
It was reported that a patient was implanted on (B)(6) 2000 with both a synthes and non-synthes (zimmer) plate for a broken fibula and tibia. On (B)(6) 2015 the patient phoned product development and inquired about the possibility of getting the material composition of his recently explanted hardware, in order to have a knife or some other keepsake made from the implants. Complaint handling unit engineer returned call to the patient, and provided him with material information on the synthes plate. At the end of the call patient mentioned that the fracture had healed but he had the plates removed due to occasional tenderness and discomfort over the plate and symptoms consistent with cellulitis over it. The plates and screws were removed on (B)(6) 2015 from his ankle after healing. Patient indicated that there were no issues regarding the plates but there were 3 screws that were stripped during removal and that the fibula was slightly cracked but that the surgeon was not concerned. Complaint (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).